Event description:
N/a

Manufacturer narrative:
Corrected fields: d4. Updated fields: b4, d9, g3, g6, h2, h3, h4, h6(type of investigation, investigation findings, investigation conclusions),h11 a getinge field service engineer(fse) was dispatched to evaluate the iapb unit. The fse inspected and found that the power cord was not put into the roll in the automatic cable reel. Found that the cable fell into the groove in the cable reel. Rearrange the wires so that the wires fit into the grooves. Test the wires can be stored automatically and lock the wires when you want to stop. The machine can be used normally and can be charged.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that after use discovered by hospital personnel, the cardiosave intra-aortic balloon pump (iabp) cable does not automatically collect. There was no patient involvement.